Manufacturer narrative:
B3 date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient received a system error message and the device was not giving enough oxygen. It was noted that the patient had just got out of the hospital. It is unconfirmed if the hospitalization was due to the low oxygen. The patient was sent a replacement unit. The inogen team attempted to contact the patient for additional information three times with no response.